Manufacturer narrative:
As received, a complete lead was returned in one piece with no reported event. Analysis found external insulation abrasion at the proximal region consistent with friction to the device can. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis. (B)(4). Additional finding(s) observed during analysis that are unrelated to the reported event.